Manufacturer narrative:
Device is a combination product.device evalated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure breakage occurred. The kissing balloon procedure took place between the lad (left anterior descending artery) and the diagonal artery using a 2.5x12mm promus element stent. A "breakage" of this device occurred. Th stent was implanted and the patient remained stable. Additional information has been requested and is not available.